Event description:
Additional follow-up was done with the hosp who indicated that two pumps were in the room at the time of the event. However, there was only one pump on the pt at the time of the event.